Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level and high ketone levels. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered and a manual insulin injection was administered to address bg. Customer was treated with intravenous saline and insulin, and was released from the ER on (B)(6) 2021 with no permanent damage. Reportedly, the pump did not deliver the full amount of insulin as requested. Since the issue had occurred in the past and customer had resumed using the pump, tandem technical support was unable to perform a system check to determine a root cause. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.